Event description:
It was reported that the bd syringe plastipak 20ml s/su stopper was damaged / defective. The following information was reported by the initial provider translated from spanish to english: I hereby inform you of the occurrence of the product. - 20 ml syringe. Reason: the rubber of the syringe plunger is bent/damaged. Val: 05/29. Lot: 4108935. Available for collection. Additional information received - could you send me photo samples related to this event? Yes, images as requested. - is there any impact on the patient? If yes, please explain in detail? No. - for sample collection and replacement, please inform - information shared by the client and added in attachments - could you provide the number of the anvisa report? 2024.08.002244. - date of occurrence? 13/08 - quantity affected? One unit.

Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One photo sample was provided to our quality engineer team for review. Upon visual inspection, it was observed that the stopper was incorrectly assembled to the plunger, distorted against the barrel wall. A device history was performed and found no no-conformances related to the reported issue during production of batch 4108935. This issue was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional information.